Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to observe since it is not related to the device. Deflation : not observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side exchange due to the patient's concern with the product. Healthcare professional later reported "rupture". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to observe since it is not related to the device. Deflation : not observed. Calcification: not observed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side exchange, due to the patient's concern with the product. Healthcare professional later reported, "rupture". Device remains implanted.